Event description:
Over the past couple of month various surgeon have complained that the mini step trocars are leaking gas through the center of the cannula and difficulty maintaining abdominal pressure. The trocars have been experienced to leak both before and after introduction of instruments, as well as when an instrument is removed. Some of the trocars slowly close with time some remain open and consistently leak gas. Addition of saline to the cannula did facilitate the seal closing but showed only temporary results. This trocar has been used regularly by staff and these issues where not experienced until the past couple of months.====================== manufacturer response for mini step short trocar, mini step¿ short 5 mm cannula and dilator with radially expandable sleeve and 5 - 2/3 mm reducer. (Per site reporter)======================visual inspection of the components revealed the reducer seal was damaged. The trocar passed the air leak test but the reducer seal failed the air leak test replication of observed damage can occur when inserting or removing sharp instruments.